Manufacturer narrative:
According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a procedure in the rectum performed on (B)(6) 2019. The patient did not have any pre-existing infections at the time of spaceoar placement. Reportedly, post-op magnetic resonance imaging (MRI) was performed prior to radiation which showed that spaceoar was in the appropriate position. The patient underwent 17 treatments of intensity modulated radiation therapy. According to the complainant, on (B)(6) 2019, the patient complained of rectal pain and presented with an infection. On (B)(6) 2019, the patient was admitted to the hospital and saw a gastrointestinal (gi) physician for a consultation regarding the pain. The gi physician performed a sigmoidoscopy and computed tomography (CT) scan and saw the spaceoar gel as an abscess. The physician attempted to drain the abscess with a 25 gauge needle. Reportedly, it was not conclusive if there was an abscess or if it was the spaceoar gel. The aspirated gel was sent for a culture, which showed a very low volume of bacteria. Which may have been due to contamination from the rectum. The patient's pain and discomfort was treated with pain medications (oxycodone), rest, and prophylactic antibiotics. In the physician's assessment, there was no relationship between the device and the patient's rectal pain as there were no symptoms until a week into radiation treatment. Reportedly, the pain and discomfort could have been due to possible side effects of radiation. The discomfort was due to proctitis and may have been exacerbated by the spaceoar gel. The patient's radiation treatments have been delayed. The patient's infection was treated with IV antibiotics (ceftriaxone/vancomycin). Reportedly, the infection was not proven definitively. The patient was discharged from the hospital on (B)(6) 2019. On (B)(6) 2019, the patient's condition was reported to be improving.